Event description:
Related manufacturer reference number: 3006705815-2022-01290, 3006705815-2022-01291. It was reported that patient was not compliant with post surgery direction and opened the wound site from the initial procedure. As a result, surgical intervention occurred on (B)(6) 2022 wherein the physician had to re-suture both ipg and lead site addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.